Event description:
A pt's toes were caught under the "optional transport shelf". According to the facility, "the pt experienced redness with no other injury noted." The hill-rom field investigation reported there was no problem found with the transport shelf.